Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor),pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement) alarms. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Customer was advised to replace the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to do the self-test, displacement test, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test due to constant pump error 38. Successfully downloaded history files and traces using thump. Pump error 38 occurred on (B)(6) 2025 15:26:52.000 until (B)(6) 2025 15:39:52.000, pump error 43 occurred on (B)(6) 2025 15:25:04.000 and pump error 130 occurred on (B)(6) 2025 15:30:03.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage at the motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case(minor). Pump error 38 was confirmed during testing and due to moisture damage on the motor home switch. Exposed to moisture damage confirmed. Pump error 130 and pump error 43 were confirmed in the history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.